Event description:
A customer contacted beckman coulter, (bec), and reported that there was an uncontained leak of about "¾ teaspoon" coming from the right side of their coulter act diff 2 analyzer and that diluent is dripping onto the test tubes after each run. The operator was wearing gloves. There was no biohazard exposure to mucous membranes or open wounds. No medical attention was needed. The material safety data sheet (msds) was reviewed. There was an exposure control plan at the facility. No erroneous results were generated. There was neither death nor injury in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found there was a film of liquid on probe (causing it to drip) after aspiration. The fse found the cause of the probe dripping to be the weak vacuum and replaced the dual pump assembly and valve vl8 to resolve this issue. Failure mode of this event was dual pump assembly and valve vl8. (B)(4).